Event description:
A report was received that the patient underwent a lead revision. The reason for the lead revision is unknown. The patient is reportedly doing well.

Manufacturer narrative:
Patient weight not available. Device remained in patient. Additional suspect device components involved in the event: model: sc-2138-70 description: linear lead (phase iiia), 70 cm this is the final report.